Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch #2032227-2015-15321.

Event description:
The customer reported via telephone call that the blood glucose had been running high. The blood glucose reading at the time of the call was 580 mg/dl. The customer treated with a manual injection and changed the site. The customer reported that the sensor showed that the blood glucose was coming down rapidly. The blood glucose reading came down to 316 mg/dl. The customer stated that the drive support cap appeared normal and recessed and declined to check for air bubbles or leaks. The customer was advised to call when a tubing clamp was received to perform the high pressure test and complete troubleshooting.